Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump under delivering insulin. The customer¿s blood glucose level was over 439 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were treated with bolus through insulin pump. The customer alleged insulin pump was under delivering because she experienced high blood glucose. The drive support cap appeared normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The insulin pump passed self test. The insulin pump and reservoir both will not be returned for analysis.